Event description:
Stapler was clamped on a vessel. When fired, the vessel was pushed out of the load and the staples "bunched together" per surgeon. Chart review - no mention of event in procedural description. Another identical stapler obtained and used as follows "with the origins of the gastroduodenal artery clearly visible, the extent of this artery was dissected free for at least 2 cm caudally. A 35 mm echelon gia stapler was next used to constrict the proximal portion of the gda. The pulses were strong along the right and left hepatic artery. As a result, the stapler with a vascular load was then used to staple off the gastroduodenal artery, leaving a 1 cm stump." No known patient harm. Seventh post-op day at time of ehr review, progressing as expected.